Event description:
It was reported that the blade tooth had broken off. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for eval. Lot no. Details were not provided. It was visually confirmed that the outer tooth of one side of the blade had broken off. Further examination indicated extensive damage to the blade teeth suggesting a user related issue. It was not possible to determine the definitive root cause for the breakage.